Event description:
A physician reported a pt who was originally skin tested on 3 sept 1997 with negative results. The pt had subsequent multiple treatments without adverse event. On oct 4, 1999, the pt was treated at the right cheek. Immediately, at the time of injection, the physician noted unusual blanching, progressing to pain, and ischemia within three days. A blister formed at the injection site about four to eight days following treatment. The physician initially believed the symptoms were a herpetic lesion since the pt had history of herpes simplex. The physician prescribed oral duricef and valtrex. The pt was being followed by a different, consulting physician. The consulting physician reported that he was not certain if the symptoms were associated with the product, the technique of treatment, or some other factor. The consulting physician prescribed topical procyte cream as well as continuing the oral valtrex and duricef prescribed previously. On an unknown date in october 1999, the pt was examined and the consulting physician noted the site was less erythematous, with eschar in the center and a white exudate. On 18 october 1999, the pt was examined and the consulting physician noted no decrease in the size of the ulcer, less erythema, and continuing pain at the treatment site. The physician prescribed topical maltidex powder and stated the diagnosis as probable necrosis.